Manufacturer narrative:
The electrode pads from the event were returned to zoll medical corporation. Visual inspection of the electrodes found evidence of arcing and discoloration. The electrode pads were subjected to extensive shock testing and performed to specification. It was determined by follow up with the customer that the patient pulled on the electrode pad and that the pad was not firmly down on the patient. Due to the customer's report, it was determined that the event was due to poor patient contact. The instructions for use states "poor adherence and/or air under the electrodes can lead to the possibility of arcing and skin burns." Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown) the electrode pads sparked and the patient received a burn. The complainant indicated that the degree of the burn is unknown. The patient was given cream and sent home that day.